Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a white screen upon power up. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device displayed a white screen upon power up. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface pcb assembly which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. It was determined that the user interface pcb assembly caused the reported issue, however further cause could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed a white screen upon power up. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.